Event description:
Customer reportedly received results of "11.?," "4.?," and "6.?" Mmol/l within 10 minutes on the mobile system. The customer could not remember the exact results. No actions taken based on device results. No adverse event reported. The test strips are not available to return for evaluation, and the lot number was not provided.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.